Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The condition of a flogard infusion pump with failure code f94 was confirmed and reproduced during device evaluation. The cause found by service was "configuration option settings checksum is not 0." All of the device configuration option settings were reset and the date and time was set to resolve the problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a flo-gard infusion pump with a failure code f94; this condition had the potential to interrupt delivery. It is unknown when this condition occurred. The hospital representative did not have any information on patient involvement, patient injury or medical intervention related to the device. No additional information is available.